Manufacturer narrative:
Reporter phone: (B)(6). Reporting institution phone: (B)(6).

Event description:
It was reported the device processor was defective. Patient involvement is unknown. There was no report of patient or user impact. The authorized service provider (asp) evaluated the device on site. It was determined that there was a malfunction of the therapy pca, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was confirmed. The asp replaced the therapy pca to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.